Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode presented to the hospital due to receiving a shock interrogation revealed the patient received an inappropriate shock for supraventricular tachycardia (svt) and oversensed noise. The device was deactivated and the patient was admitted. Isometrics were successful in recreating noise on all sensing vectors and decreased r-wave amplitudes were observed on deep inspiration. Boston scientific technical services (ts) was contacted for guidance. Ts reviewed the device memory and found an episode from 10 days ago that had evidence of asystole 22 seconds in duration. Ts recommended obtaining an x-ray to assess for dislodgement/migration and beta blockers for rate control. The x-ray revealed that the electrode is not lying straight on the sternum and repositioning was recommended. The sensing vector was reprogrammed and the conditional zone was increased. The patient is/was an intravenous drug user and the physician does not want to prescribe beta blockers because of it. The patient was released from the hospital with an exercise treadmill test scheduled but patient did not show for the appointment. As of today the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient implanted with this device presented to the hospital due to receiving a shock. Interrogation revealed that the patient received an inappropriate shock for supraventricular tachycardia (svt) and oversensing of noise. The device was deactivated and the patient was admitted. Isometrics were successful in recreating noise on all sensing vectors and decreased r wave amplitudes were observed on deep inspiration. Technical services (ts) was contacted for guidance. Ts reviewed the device memory and found an episode 10 days ago that had evidence of asystole for 22 seconds in duration ts recommended obtaining an x-ray to assess for dislodgment/migration and beta blockers for rate control. The x-ray revealed that the electrode was lying straight on the sternum and repositioning was recommended. The sensing vector was reprogrammed and the conditional zone was increased. The patient is/was an intervenous drug user and the physician did not want to prescribe beta blockers because of it. The patient was released from the hospital with an exercise treadmill test scheduled, but the patient did not show for the appointment. Most recent information noted that a review of an episodes was sent to ts as undersensing as well as oversensing were seen. No inappropriate shock was delivered. Ts reviewed the dat from (B)(6) 2020 and saw an untreated event due to myopotential oversensing and t wave oversensing. Ts discussed looking at a possible migration since implant. The patient had not attend their appointment to investigate this case, thus no further information was available. The device remains implanted at this time. No adverse patient effects were reported.

Event description:
It was reported that the patient implanted with this device presented to the hospital due to receiving a shock. Interrogation revealed that the patient received an inappropriate shock for supraventricular tachycardia (svt) and oversensing of noise. The device was deactivated and the patient was admitted. Isometrics were successful in recreating noise on all sensing vectors and decreased r wave amplitudes were observed on deep inspiration. Technical services (ts) was contacted for guidance. Ts reviewed the device memory and found an episode 10 days ago that had evidence of asystole for 22 seconds in duration ts recommended obtaining an x-ray to assess for dislodgment/migration and beta blockers for rate control. The x-ray revealed that the electrode was lying straight on the sternum and repositioning was recommended. The sensing vector was reprogrammed and the conditional zone was increased. The patient is/was an intervenous drug user and the physician did not want to prescribe beta blockers because of it. The patient was released from the hospital with an exercise treadmill test scheduled, but the patient did not show for the appointment. Most recent information noted that a review of an episodes was sent to ts as undersensing as well as oversensing were seen. No inappropriate shock was delivered. Ts reviewed the dat from september 2020 and saw an untreated event due to myopotential oversensing and t wave oversensing. Ts discussed looking at a possible migration since implant. The device remains implanted at this time. No adverse patient effects were reported.

Event description:
It was reported that the patient implanted with this device presented to the hospital due to receiving a shock. Interrogation revealed that the patient received an inappropriate shock for supraventricular tachycardia (svt) and oversensing of noise. The device was deactivated and the patient was admitted. Isometrics were successful in recreating noise on all sensing vectors and decreased r wave amplitudes were observed on deep inspiration. Technical services (ts) was contacted for guidance. Ts reviewed the device memory and found an episode 10 days ago that had evidence of asystole for 22 seconds in duration ts recommended obtaining an x-ray to assess for dislodgment/migration and beta blockers for rate control. The x-ray revealed that the electrode was lying straight on the sternum and repositioning was recommended. The sensing vector was reprogrammed and the conditional zone was increased. The patient is/was an intervenous drug user and the physician did not want to prescribe beta blockers because of it. The patient was released from the hospital with an exercise treadmill test scheduled, but the patient did not show for the appointment. Most recent information noted that a review of an episodes was sent to ts as undersensing as well as oversensing were seen. No inappropriate shock was delivered. Ts reviewed the dat from (B)(6) 2020 and saw an untreated event due to myopotential oversensing and t wave oversensing. Ts discussed looking at a possible migration since implant. The patient had not attend their appointment to investigate this case, thus no further information was available. Recently, the device was explanted and replaced to resolve the event and no additional adverse patient effects were reported. The device is expected to be returned for analysis, but has not yet been received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. However, the root cause of the other reported sensing allegations was unable to be confirmed.

Event description:
It was reported that the patient implanted with this device presented to the hospital due to receiving a shock. Interrogation revealed that the patient received an inappropriate shock for supraventricular tachycardia (svt) and oversensing of noise. The device was deactivated and the patient was admitted. Isometrics were successful in recreating noise on all sensing vectors and decreased r wave amplitudes were observed on deep inspiration. Technical services (ts) was contacted for guidance. Ts reviewed the device memory and found an episode 10 days ago that had evidence of asystole for 22 seconds in duration ts recommended obtaining an x-ray to assess for dislodgment/migration and beta blockers for rate control. The x-ray revealed that the electrode was lying straight on the sternum and repositioning was recommended. The sensing vector was reprogrammed and the conditional zone was increased. The patient is/was an intervenous drug user and the physician did not want to prescribe beta blockers because of it. The patient was released from the hospital with an exercise treadmill test scheduled, but the patient did not show for the appointment. Most recent information noted that a review of an episodes was sent to ts as under-sensing as well as oversensing were seen. No inappropriate shock was delivered. Ts reviewed the dat from september 2020 and saw an untreated event due to myopotential oversensing and t wave oversensing. Ts discussed looking at a possible migration since implant. The patient had not attend their appointment to investigate this case, thus no further information was available. Recently, the device was explanted and replaced to resolve the event and no additional adverse patient effects were reported. The device was received for analysis.